Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2024, the patient stated the cgm did not give an alarm when she was low. She could not recall what her blood glucose reading was. She recalled screaming and began seizing. People that were working on her house called the patient's daughter. When the daughter arrived, the patient was still seizing, her jaw was clenched and then passed out. The daughter called 911. Paramedics checked a bg reading and it was very low (no specific value provided) and it was not known what the cgm was displaying during that time. The patient was treated with IV glucose and regained consciousness. The patient was transported to the hospital. A bg was checked at the hospital and it was still low. The patient stated that they probably administered more IV glucose. After 2 hours, the patient was discharged. At the time of the report, the patient was feeling good. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.